Manufacturer narrative:
Unable to download pump due to pump was received in manufacturing mode. Scratched keypad overlay noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer was not able to upload into carelink. Customer tried several times and was only able to upload to four percent. Customer's blood glucose was not reported. Customer was advised that insulin pump would need to be replaced.